Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. The investigation into the low pump flow has been completed. Per the clinical information it was determined the most likely root cause of the low pump flows was a kinked cannula due to improper technique by the end user. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported that the pump was placed, and low flows were noted with a kinked cannula. Patient remained on impella support and subsequently weaned off. There was no patient harm reported.